Event description:
It was reported when a patient presented for a generator change, fluoroscopy revealed externalized conductors. The lead tested fine electrically. The lead will remain implanted. The patient will continue to be monitored. No issues have been reported.

Manufacturer narrative:
(B)(4).